Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The samples were discarded by the user facility; therefore, a sample evaluation could not be performed. The investigation is currently underway.

Event description:
It was reported that the legs of three ivc filters were hooked together upon deployment. All three ivc filters were successfully retrieved from the same access site using a snare. A fourth filter was successfully implanted. No report of injury to the pt.